Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at junction of the drain bag and the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed including leak testing, clear passage testing, and clamp function testing. A leak was noted from a hole in the bag at the port seal. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.